Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use of this dpt (disposable pressure transducer), a variation in the invasive pressure was noted. There was no allegation of patient injury. The product was available for evaluation. Patient demographics are not available.

Manufacturer narrative:
The initial report indicated that during use of a dpt, a variation in invasive pressure measurements was observed. Per additional follow-up with the hospital, it was clarified that there were no inaccurate values during the reported event. It was reported that before use in the patient, no values were displayed and no error messages were observed. Therefore, with this additional information, this is not a reportable event.